Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required extended hospitalization. It was reported that the procedure was "linear" without complications or events to highlight. However, after a few hours of finishing the procedure and when the patient was no longer in the room, he began to feel ill and was tachycardic. They did an ultrasound to check and they saw an effusion, which could be due to a tamponade that occurred during the procedure. The patient was stable and did not require surgery; however, extended hospitalization was required. Follow up was requested to determine if there was any product malfunction as it was reported that the patient was operated on "for an atrial fibrillation network with the carto 3 system and with biosense webster material had become blocked."